Event description:
Customer later reported "suspected ph in the abdomen and love handle area due to the stretch marks and bulging tissue appearing". Patient had coolsculpting treatment on (B)(6) 2025, (B)(6) 2025. Patient was diagnosed with paradoxical hyperplasia(ph) to the abdomen and flanks area.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Healthcare professional reported that a patient experienced "stretch marks and bulging" on lower right side abdomen post coolsculpting elite treatment to the full abdomen and flanks, using curve 240 applicators. Patient received initial cs treatment on (B)(6) 2025. Treatment was reported as ¿ipl and topical tretinoin cream 0.1% topical cream¿. Healthcare professional later reported "I was inquiring to see if I could get guidance and suggestions on if this sounded like a potential case of pah (paradoxical adipose hyperplasia) - but was not necessarily wanting to open an investigation yet.".